Manufacturer narrative:
The reported event of lead fracture/high impedance was confirmed. Both leads were returned complete. Microscopic inspection identified a kink in the lead body where all of the internal wires were broken at the anchors edge. The fractured wires are consistent with the lead being subjected to overstress while in vivo.

Manufacturer narrative:
Date of event and therapy date are estimated.

Event description:
Related manufacturer reference number: 3006705815-2020-32632. It was reported that patient experienced decrease in stimulation strength and could not start stimulation. Patient lost therapy due to high impedances on both leads. As such, surgical intervention took place on (B)(6) 2020 wherein the leads were explanted and replaced with new leads. Post explant some damage and fracture were noted on the leads. Additionally, it was noted that the patient was implanted with competitor¿s anchors. Reportedly, patient is doing well and therapy was established post operatively.